Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "device does not recognize when the door was closed after set was installed" was reproduced. A review of the event history log revealed "door jammed!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was found to perform the case shimming to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed to recognize closed door after set was installed in the biomedical service department. There was no patient involvement. No additional information is available.